Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is also available for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the physician was unable to prep the stent prior to inserting into pt. He was unable to withdraw air from the stent. The product was flagged as "broken: and an alternative des was used in the pt. All prep prior to this was dome according to IFU. There was no pt injury as the stent was not actually used in the pt. A 50% saline/50% heparin solution was used to flush the device. Upon receipt of the product, the hub was cracked.